Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient went into cardiac arrest after the atrial and ventricular leads were implanted. The left ventricular (lv) lead was plugged as a result. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient went into cardiac arrest after the atrial and ventricular leads were implanted. The left ventricular (lv) lead was plugged as a result. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead dislodged during the procedure, likely causing ectopy and leading to the cardiac arrest.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field d1: brand name correction to field d2a: common device name correction to field d2b: pro code (product code) correction to field d4: model number correction to field d4: lot number correction to field d4: catalog number correction to field d4: expiration date correction to field d4: serial number correction to field d4: unique identifier (UDI) correction to field h6: device codes.